Manufacturer narrative:
Advanced bionics was notified that the recipient underwent surgery for incision and drainage of post auricular abscess and irrigation of the ear canal with ongoing IV antibiotics on (B)(6) 2022. Revision surgery is scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly experiencing swelling. Blood is reportedly visible in the ear canal. The recipient was hospitalized on (B)(6) 2021. Surgery was completed to drain pus from a post-auricular incision. The recipient is reportedly being treated with intravenous antibiotics. The recipient remains hospitalized. Revision surgery is under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing an infection and cholesteatoma. The recipient presented to the emergency room with a ruptured ear drum on (B)(6) 2021. The recipient consulted with the surgeon on (B)(6) 2021 and debridement surgery occurred on (B)(6) 2021. A CT scan performed on (B)(6) 2021 revealed a cholesteatoma. Surgery to remove the cholesteatoma was performed on (B)(6) 2021. The surgical report indicated recurrent otitis media with cholesteatoma. The infection has reportedly not resolved.

Manufacturer narrative:
The recipient's device will be explanted due to the recurring infection. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was not re-implanted. The recipient's infection reportedly resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The infection has resolved and the recipient is wearing the device with no issues. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This device was explanted for medical reasons. However, an electrical test initial produced results which were slightly out of specification. Additional analysis determined that the out of specification results were caused by trapped moisture in the severed electrode ends. Further scanning electron microscopy analysis confirmed that the device was not compromised and showed no signs of moisture ingress or corrosion. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.